Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that dust-like foreign matter was found on the bd angiocath¿ plus IV catheter needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about foreign matter on the needle of angiocath. According to the customer¿s report, when opening the package, the hcp found a dust-like fm on the needle and stopped using this affected product."

Manufacturer narrative:
H.6. Investigation: four photos and one sample were received by our quality team for evaluation. The photos and sample were subjected to visual inspection, a mass of translucent, loose, thread-like foreign matter was observed near the catheter tip. The foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis to determine the foreign matter type. The ftir results indicate that the spectrum matches reasonably with that of polypropylene. A device history record could not be evaluated as the lot number is unknown. An investigation was conducted to identify the potential foreign matter sources. The personal protective equipment (ppe) used in the production area was looked into to identify those with similar characteristics of the foreign matter. The hair net and beard cover were identified to contain similar fibers with the foreign matter. Based on the ftir analysis, they were made of polypropylene, which matched with the foreign matter type. The hair net and beard cover were made of thin fibers, which matched the foreign matter appearance. However, since the hair net and beard cover were cleanroom-certified ppe, they should not discharge fibers when used. The manufacturing process was reviewed. The manufacturing process is automated, with minimal human intervention, so it is very unlikely that the fibers from the ppe worn by operators to drop onto the product. All the machines on the production line are fully covered, and surfaces that are in contact with the product are cleaned periodically per the cleaning schedule. As the sample was returned in open packaging, the root cause was unable to be established. CAPA#3286684 was initiated. H3 other text : see h.10.

Event description:
It was reported that dust-like foreign matter was found on the bd angiocath¿ plus IV catheter needle. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about foreign matter on the needle of angiocath. According to the customer¿s report, when opening the package, the hcp found a dust-like fm on the needle and stopped using this affected product.".